Manufacturer narrative:
In response to FDA report number: mw5099857. Device evaluation: "the device related to the reported event of rupture was received on march 23, 2021. The batch number and catalog cannot be confirmed, because only part of the gel is received. Analysis of the returned device identified: underweight and missing shell (75-100%). A visual and microscopic analysis was performed which identified: no other observation. Based on the device analysis the final assessment is: missing shell assessed as inconclusive."

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. (B)(4).

Event description:
Healthcare professional reported left side rupture. Device has been explanted.